Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed by the site that the sensor is failed as a reading was not able to be obtained post sensor implant. The clinic performed a chest x-ray to assess sensor location/rotation. No additional follow up will be performed by the clinic.